Event description:
A hospital in a foreign country, reported cracks being present in three mr290 humidification chamber domes. These cracks were found prior to use on a pt.

Manufacturer narrative:
This report was prepared by rep. Method: images and the three complaint devices were returned to fisher and paykel healthcare for eval. Results: each humidification chamber dome was observed to have a vertical crack running down the side of the plastic chamber dome. We cannot determine what caused the cracking. Although this cracking would have happened after the chamber left our production line, as all mr290 humidification before packing. Conclusions: the device failed prior to use. During an audit of our complaints system we discovered that this complaint had regrettably not been reported within the required 30 day time-frame. This occurred at the time when we were transitioning to our new complaints handling department.